Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical engineering dept with an unsigned note that stated, "continues flashing." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a short in the piezo buzzer, due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination.